Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a dark particle embedded in the bonding area between the infusion port body and the tubing was observed. The particle was not movable and not in contact with the fluid path. The functioning of the product is not jeopardized; the defect is considered aesthetic. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. The component is assembled on the bag through an automatic machine; the defective bag was not recognized and segregated in the following inspection step. The manufacturing personnel involved in assembly and inspection process was informed of this complaint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the event description: during the parenteral nutrition quality check, a stain was identified on the parenteral nutrition bag at the port for connection of the administration equipment.